Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the polyclinical visit was done (B)(6) 2026. The cause was reported to indeed have been determined that there were high impedances on the other electrodes. The issue was reported to be resolved. The patient will be considered for revision surgery by the neurosurgeon.

Manufacturer narrative:
Correction: b1 has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause of the high impedances was not determined. It was reported that the issue was resolved by determining there was no therapy possible anymore on the current lead and scheduling a follow-up visit with the neurosurgeon. It was noted that it would be decided sometime during the month if the patient would get a revision or not.

Event description:
It was reported the patient received a message that looked like the "settings not available" screen". The patient was not able to increase stimulation and did not feel any therapy effect. Technical services and the nurse discussed that this screen indicates that the system cannot provide the desired intensity settings and that the system has detected an oor. Oor stands for out of regulation, which means that the neurostimulator is not able to deliver the requested settings. They had a look at the session report together over the phone, and the patient was being stimulated at low settings. Furthermore, they could see that contact 0 and 3 showed "avoid". From the looks of the session report it seemed contact 1 and 2 were used for stimulation purposes. They discussed that in case of high impedances on contact 0 and 3, they cannot exclude that potentially other contacts are affected as well. Once the patient goes to the clinic (most likely next monday), technical services suggested to perform some additional impedance tests (while the patient keeps various postures like bending the neck, etc.) To see whether the other contacts might be affected as well. Alternatively, if possible, they suggested the rep/hcp can try to reprogram the electrode configuration, avoiding the affected and currently used contacts. However, from the description it seemed the patient only had 4 contacts available, which would exclude this option. For the moment technical services could unfortunately not suggest any additional troubleshooting as they were not completely sure about the exact screen, and the patient was currently not in the clinic. The nurse was going to suggest the above troubleshooting steps to her colleague for further follow-up. Once they knew more, they would reach out again with further information on the case. Additional information was received from the manufacturer representative (rep). When asked for cause of the issues, it was noted there were high impedances on contacts 0 & 3 and likely high impedances on electrodes 1 and/or 2. The patient was scheduling a policlinical visit to determine the root cause. The issues were not since resolved.

Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.